Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they received an insulin flow blocked alarm. The customer's blood glucose was 98 mg/dl at the time of incident. The customer stated thy switched out the infusion set but the issue was not resolved. Troubleshooting was completed and determined the alarm was caused by the reservoir. The reservoir will not be returned for analysis.